Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they went to the hospital because they were having problems with their leg. When they arrived at the hospital they found out their blood glucose levels went up to 400 mg/ml. They were then diagnosed with cellulitis. The patient was treated with antibiotics (linezolid/zyvox).